Event description:
Mayfield modified skull clamp was described as having a pin which did not hold 60 pounds of pressure; the threads loosen. The surgery was delayed 5 mins. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.